Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp was inserted via the right femoral artery to support the 73 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The underlying medical history was not shared. The pump was delivered but there was an access site bleed observed that the team troubleshot by manual pressure and an injection of epinephrine. Epinephrine is not standard troubleshooting for bleeding at the access site. The injection and pressure were sufficient and no other intervention was performed. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. This patient is on heparin and anticoagulation being monitored by ppt lab levels being drawn. The ppt at the time of the bleed was noted to be elevated at 109 seconds. In addition on day of implant there was an observation made of suspected hemolysis. The pump was seen to be in poor position as it measured deep with the inlet near the mitral apparatus. The decision was made to reposition the pump. Pump position can contribute to hemolysis. The pump remained on for support despite the concerns of bleeding and hemolysis. No further interventions have been initiated. After 5 days of support the team made decision to withdraw care. There is not allegation that the pump contributed to the death outcome, rather the decision to withdraw care due to underlying condition and decision to move to the care/comfort over escalation of care. The bleeding did not continue once the 14fr introducer was peeled away. There was no need for administering more blood products once the repositioning sheath was inserted and cp support continued.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.